Event description:
It was reported that secondary set c62 leaked. This was discovered during use. The following information was provided by the initial reporter: c62 leaking. During priming and injection of medication, it is noticed that the c62 is leaking quite badly. The source of the leak is detected to be near the connector of the y site. The secondary set was then disposed and anew one was used with no leaks.

Manufacturer narrative:
H.6. Investigation summary: one photo sample was provided to our quality team for investigation. The final product for lot ta11682 is assembled and packaged at a supplier site. Bd notified the supplier of the reported issue and provided the photo for evaluation. Upon visual inspection, leakages were observed along the tubing set. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause at this time. CAPA 1382647 has been initiated and personnel are looking further into this issue to reduce any reoccurrence. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 leaked. This was discovered during use. The following information was provided by the initial reporter: c62 leaking. During priming and injection of medication, it is noticed that the c62 is leaking quite badly. The source of the leak is detected to be near the connector of the y site. The secondary set was then disposed and anew one was used with no leaks.